Event description:
Medtronic received a report from the site that the patient experienced "other procedure and/or device related events identified during review of the medical records or patient assessment" at the 180-day follow-up visit on (B)(6) 2022. No other information was avai lable at this time. Additional information received reported the patient was treated with study device pipeline vantage ped3 on (B)(6) 2021 for left internal carotid artery (ica) c7 aneurysm and another study device pipeline vantage ped3 on (B)(6) 2021 for right ica c5 aneurysm. Upon query response from site, an unreported event of initial bilateral pipeline vantage stenosis requiring retreatment with balloon angioplasty was discovered. Corelab has reported 25 to <(> <<)>50% stenosis with comment "narrowing of the pipeline in the proximal portion" at the 180-day follow-up dsa imaging on (B)(6) 2022. Site has also reported the in-stent stenosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received. Also see "additional codes." Associated with rr #: 2029214-2022-00763 (for pipeline vantage device used to treat aneurysm #1) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported "residue of mild pyramidal signs documented in her upper right limb" was reported at post procedure (2nd index procedure) in (B)(6) 2021. The symptoms were noted to be due to orthopedic pain and not related to the device/procedure. Not other tests or treatment were required. Also, "normochromic normocytic anemia" was reported coinciding with the l and r ica in-stent stenosis. However, the hcp noted this was not related to the devices, procedure, or dapt. Additional clarification of reported bilateral stenosis was provided: "[the patient] was treated with study device pipeline vantage ( ped3-021-300-14/ b157012) on (B)(6) 2021 for aneurysm #1 which was a left ica c7 aneurysm and study device pipeline vantage ( ped3-021-325-12/ b168628) on (B)(6) 2021 for aneurysm #2 which was a right ica c5 aneurysm. In regards to aneurysm #2, site and corelab reported ischemic event seen on mr/mra imaging on (B)(6) 2022 (corelab commented "[subacute] infarct in ipsilateral aca / mca territory / border-zone") and site reported >75-100% parent artery stenosis at dsa/cta imaging on (B)(6) 2022 which was treated with balloon angioplasty on (B)(6) 2022. In regards to aneurysm #1, corelab commented "ischemai in ipsilateral aca territory (as well as contralateral aca and mca territory), which is perfused from the contralateral side" at the mr/mra imaging on (B)(6) 2022. And >25-50% parent artery stenosis at dsa imaging on (B)(6) 2022 which was treated with balloon angioplasty on (B)(6) 2022."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per independent mdt review, significant parent artery stenosis (>50%) was observed at the 6 month follow-up dsa imaging performed on (B)(6) 2022. Site has reported corresponding ae with treatment. Corelab assessment of this imaging was 25 to <(><<)>50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received per completion of an aneurysm follow-up imaging crf, year 3 mr/mra imaging on (B)(6) 2024 showed aneurysm #1 raymond & roy occlusion class 3. No symptoms or actions taken were reported in association with the non-occlusion.